Event description:
It was reported that during a coronary interventional stenting procedure, a guide wire tip detachment occurred. The 95% stenosed lesion was located in the severely tortuous, very calcified, saphenous vein graft (svg) to the posterior descending coronary artery (pda), with a 90 degree turn. An iq guide wire with a mach 6 fr rcb guide catheter were unable to cross the pda. The iq guide wire was exchanged for a pt2 185cm guide wire and would not cross the lesion. Then, a mach 6fr mp1 guide catheter was used with the pt2 guide wire and partially crossed the lesion with force. The tip of the guide wire detached in the pda. Another manufacturer's snare was used in an unsuccessful attempt to retrieve the tip. The physician intended to balloon and stent the lesion, but the procedure was stopped due to the detached guide wire tip remaining in the patient. The patient's condition is reported as "fine".